Event description:
This report summarizes 2 malfunction events where a midwest tradition pro handpiece would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.